Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/18/2016 with the following findings: during investigation, the original blank display issue was unable to be duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked. The display appeared dim and discolored when the pump was powered on. The bolus button was unresponsive to user presses. When the pump was opened, there was moisture corrosion found under the bolus button contact and on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.